Manufacturer narrative:
Additional suspect medical device components involved: product family: scs-linear lead, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 19271051. Product family: scs-linear lead, upn: (B)(4), model: sc-2352-70, serial: (B)(4), batch: 2000023284. Product family: scs-linear lead, upn: (B)(4), model: sc-2352-70, serial: (B)(4), batch: 2000023325. Product family: scs-linear lead, upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: 5075038. Product family: scs-linear lead, upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: (B)(4). Product family: scs-linear lead, upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: (B)(4).

Event description:
A report was received that the patient was experiencing dizziness, headaches and inadequate pain relief. Physician added two leads. Patient was doing well post operatively but continues to experience dizziness.